Event description:
It was reported that during a laparoscopic nephrectomy procedure, the case went fine and the device fired as intended however after the procedure the patient had to be taken to x-ray to see why there was bleeding from the stump just passed the staple line. It is unknown if there were malformed staples present or noticed at the time of the x-ray. The amount of blood loss is unknown. The current status of the patient is unknown. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: what cartridge reload was used? Tr45w. How much blood loss? 4 unit transfusion required and her hemoglobin is stable at 8. What is the current patient status? Still in hospital almost 2 weeks post op. Post op care was complicated by bleeding, fever and polyarthritis. Were there malformed staples? Malformed staples were not visual on arteriogram but extravasations clearly seen at renal artery stump at time of embolization.

Manufacturer narrative:
(B)(4).

Event description:
"Preexisting medical history: type 2 diabetes, morbid obesity, hypertension, asthma, neuropathy patient was not on any anticoagulants. No prior history of bleeding disorders. Bleeding was controlled with angioembolization by interventional radiology. Bleeding from stump was diagnosed by arteriogram. Patient is now home and slowly recovering, seen last in office on (B)(6) 2012. She spent 13 days in hospital and then was transferred to transitional care for 9 days before going home. She is expected to make a full recovery. I have been using device for as long as lankenau has had the current model. Have been using a stapling device for renal artery and vein for 7-8 years. I have not been in serviced for this device. I've been using it for years. X-rays are in lankenau system. You would need patient to sign hipaa for review. It's difficult to see the staples at all on the fluoroscopic images from the arteriogram, so I cannot comment on whether it looks like they deployed."